Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and noted the device could not be reprogrammed due to normal low battery voltage of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to non maskable interrupt (nmi). After the device was restored from backup mode, functional testing was performed. Further analysis performed did not find any anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The backup operation could not be reproduced. The cause of the reported event could not be determined.